Event description:
A pt was being treated for a 4.5 x 3.5mm aneurysm located in the anterior communicating artery (acom). Upon placement of the coil into the aneurysm, a small loop was observed. As the physician attempted to reposition the coil, the microcatheter would not advance back in. It was found out that the coil unintentionally detached inside the microcatheter. A microsnare was used to successfully retrieve the coil. Additional information received from the rep on (B)(6) 2011 stated that there was no attempt to detach the coil, the procedure was completed and the pt was doing well post surgery.

Manufacturer narrative:
To date, the product has not been received by our facility. We will file a follow up report as soon as the product is received and final analysis has been conducted.